Manufacturer narrative:
Correction: h6 - health effect impact code - 4611 was reported in error.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient experienced pain and discomfort at the implantable pulse generator site. Patient denies any traumas or falls. Physician suspected the ipg was placed too close to the spine therefore causing pain and discomfort. The device was explanted, and a new device was implanted at a new location. There were no complications during the procedure. Patient was stable.